Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the patient's continuous glucose monitoring system failed. No additional event or patient information is available.